Manufacturer narrative:
The device was not returned for analysis, however, there are 4 pictures provided and it is possible to observe the device serial number, and the device slider in undeployed position however the cage stuck in "olive". The foreign material is not visible in the pictures. The reported foreign material and deploy issue cannot be established due to lack of evidence. Since the investigation does not lead to a clear conclusion, cause not established is selected as the most probable cause for this complaint.

Event description:
It was reported that a farawave 31 mm during preparation to treat an atrial fibrillation (a fib) presented glue on the flush port and was difficult to deploy and failed to undeploy to nominal state. Device prepped as normal and correctly by scrub nurse. Merit rosen wire used. Glue visible on flush port. When physician went to deploy device to flower slider appeared stiff. Catheter was out straight as normal and then undeployed to stick however remained stuck in basket shape. Tried to fix with hands but slider would not fully undeploy. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.

Event description:
It was reported that a farawave 31 mm during preparation to treat an atrial fibrillation (a fib) presented glue on the flush port and was difficult to deploy and failed to deploy to nominal state. Device prepped as normal and correctly by scrub nurse. Merit rosen wire used. Glue visible on flush port. When physician went to deploy device to flower slider appeared stiff. Catheter was out straight as normal and then deployed to stick however remained stuck in basket shape. Tried to fix with hands but slider would not fully undeploy. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.